Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 62286 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that an syr 10ml pump compatible saline 10ml fil had a plunger rod that was difficult to move. The following information was provided by the initial reporter: "it was reported that emergency department is unable to push plunger past the 3ml marker. Emergency department is experiencing issues with the plungers on the posiflush syringes. Customer stated that they are unable to push the plunger past the 3ml marker. He does not have any of the details."